Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable. The device involved in the reported event was requested however to date it was not received for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in (B)(6) indicated that the cutter didn't cut. No patient impact or injury reported.